Event description:
It was reported that the asymptomatic patient presented via remote transmission showing non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were recommended. Patient was schedule for follow-up and recommended changes will be made at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.